Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cough [cough]; nearly went down throat and choked me [choking sensation]; head part of the neck attachment on the electric toothbrush came off [device breakage]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the head part of the oral-b brushhead version unknown neck attachment came off, and nearly went down her throat and choked her. She stated she had a quick reflex to cough hard before it nearly rolled down her throat. The case outcome was recovered. The consumer discontinued use of the product. She reported she had used oral-b electric toothbrushes for a while, and have never known for the head/ brush bit to come off. No further information was provided. On (B)(6) 2016: the initial 3500a for this case was first reported to FDA via webtrader on 18-apr-2016. Per FDA request, the initial report is being resubmitted.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cough [cough]; nearly went down throat and choked me [choking sensation]; head part of the neck attachment on the electric toothbrush came off [device breakage]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the head part of the oral-b brushhead version unknown neck attachment came off, and nearly went down her throat and choked her. She stated she had a quick reflex to cough hard before it nearly rolled down her throat. The case outcome was recovered. The consumer discontinued use of the product. She reported she had used oral-b electric toothbrushes for a while, and have never known for the head/ brush bit to come off. No further information was provided.

Manufacturer narrative:
Return of product has been requested. The reporter returned 1 oral-b power oral care refill floss action on (B)(6) 2016. Product investigation in progress.

Event description:
Cough. Nearly went down throat and choked me [choking sensation]. Head part of the neck attachment on the electric toothbrush came off; broken part [device breakage]. A female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the head part of the oral-b brushhead version unknown neck attachment came off, and nearly went down her throat and choked her. She stated she had a quick reflex to cough hard before it nearly rolled down her throat. The case outcome was recovered. The consumer discontinued use of the product. She reported she had used oral-b electric toothbrushes for a while, and have never known for the head/ brush bit to come off. No further information was provided. 19-feb-2016 consumer follow-up email: the consumer reported the broken part of the oral-b brushhead version unknown nearly went down her throat, and it was only because of her reflexes that she did not choke. The case outcome was recovered. No further information was provided. (B)(6) 2016 the reporter returned 1 oral-b power oral care refill floss action on (B)(6) 2016. Product investigation in progress. 31-dec-2019: this follow-up #2 report is being resubmitted to correct an error in the manufacturer report number. This report was incorrectly submitted as 3000302431-2016-00080. The correct manufacturer report number is 3000302531-2016-00080.

Manufacturer narrative:
25-aug-2016 product investigation results: the reporter returned 1 oral-b power oral care refill floss action on (B)(4) 2016. The result of the analysis done with the consumer return showed that wear led to the failure. The product reached end of life. No manufacturing fault.

Event description:
Cough. Nearly went down throat and choked me [choking sensation]. Head part of the neck attachment on the electric toothbrush came off; broken part [device breakage]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the head part of the oral-b brushhead version unknown neck attachment came off, and nearly went down her throat and choked her. She stated she had a quick reflex to cough hard before it nearly rolled down her throat. The case outcome was recovered. The consumer discontinued use of the product. She reported she had used oral-b electric toothbrushes for a while, and have never known for the head/ brush bit to come off. No further information was provided. 19-feb-2016 consumer follow-up email: the consumer reported the broken part of the oral-b brushhead version unknown nearly went down her throat, and it was only because of her reflexes that she did not choke. The case outcome was recovered. No further information was provided. 31-may-2016: the reporter returned 1 oral-b power oral care refill floss action on (B)(4) 2016. Product investigation in progress.